Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the defective items are caused by stress from use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the uretero-reno videoscope exhibited poor insertion of the instrument into the forceps channel, poor insertion of the brush into the forceps channel and the curved rubber adhesive joint is missing. There were no reports of patient involvement.